Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose level was ranged from 260-400 mg/dl. The customer administered a manual injection to address elevated blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.